Manufacturer narrative:
Carefusion file identification: (B)(4)- any additional information received from the customer will be included in a follow up report. Carefusion field service representative tested suspect ventilator, checked transducer calibrations, performed user verification tests (uvt) and operator verification procedure (ovp), and was unable to duplicate the failure.the customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device.

Event description:
The customer reported the avea ventilator stopped ventilating on baby. The baby was taken off the ventilator with no patient harm. Customer's biomed department placed ventilator on a test lung and stated they were able to repeat the failure.